Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/08/2011.

Event description:
The customer stated that "the patient on the table - no x-rays. The system displays a error message "exposure failed".